Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon used the 35ol for multiple device exchanges. The gasket tore and leaked. This trocar was used for the entire case. There was no consequence to the patient.